Event description:
It was reported that during pre-test, the distilled water in the balloon of the foley catheter was not returning. It had not been inserted into the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the catheter fully deflated. No visible defects were noted from the photos. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon with 10 ml of solution using the returned syringe and the balloon rested with no leaks noted. Attempted to deflate balloon passively and only 5.5 ml could be withdrawn. Per ip7603444 revision 0, the catheter must inflate and deflate with a syringe. Using the in-house luer lock syringe, the balloon was deflated passively and successfully in 1 minute and 28 seconds with no cuffing noted. The reported event is confirmed against the syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, the distilled water in the balloon of the foley catheter was not returning. It had not been inserted into the patient.